Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a weak battery alert right after battery change and battery out limit alarm during normal use. Customer's blood glucose was 6.7 mmol/l. After troubleshooting, customer was advised that battery cap would be replaced.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No battery out limit, low battery, or weak battery alarms were noted. The battery icons functioned properly. The test transmitter communicated properly with the pump. No unexpected weak signal alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.